Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins).the patient reported that their  stimulation goes on and off by itself. Pt said that they don't have the controller by them when this happens. Pt said that they charge their implant battery every morning. Pt said that the use the device a lot during the day and at night the implant battery is around 70-80% and by the morning, the implant battery has depleted. Pt said that have noticed when the stimulation turns off by itself, their implant battery has not been depleted. Pt mentioned the implant battery being at 50% one time when this happened. Pt said they have gone really slow with getting things set up for this implant. Pt said that they didn't turn their stimulation up right away. Pt said the stimulation turning on and off isn't constant and happens here and there but has become worse over the last week and a half. Pt was unsure to when the issue started. The patient was redirected to their healthcare provider to further address the issue.